Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an overheating error message on screen.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) displayed an overheating error message on screen. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the unit in normal operating mode had both screens not displaying after start up (both black). Unit in test mode both screens display correctly. Re loaded c06 software no change. Replaced exec proc pcb and reloaded c06 software all ok. No over temperature displayed during 5 day soak test at high heart rate. Maximum temperature reached 49 degrees c. All functional and calibration tests passed ok. Unit returned to customer and put back into use. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-0770 sn: (B)(6)_htc exec. Processor board this part was received with a reported unit failure message of overheating error message and in normal operating mode both screens not displaying after starting up unit. Performed visual inspection of these parts received and part looks to be in good condition. Installed the exec. Processor board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of both screens would not boot up after unit starting up. Exec. Processor board failed testing. Sending the board to the supplier for failure analysis per procedure. The supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining board in the fat dept. Per procedure.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) displayed an overheating error message on screen. There was no patient involvement.